Manufacturer narrative:
The reporter indicated that a 13.2mm, vticmo13.2, -9.50/1.5/075 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Lens rotation not associated with a low vault was observed, the lens was repositioned on (B)(6) 2021, but did not resolve the problem. On the same day the lens was exchanged for a longer length spherical lens. Reportedly, additional correction of astigmatism was carried out with a laser'. The problem was resolved. Health impact code- 4625- laser refractive surgery. Claim# (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -9.50/1.5/075 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2021, but did not resolve the problem. On (B)(6) 2021 the lens was exchanged for a longer length spherical lens, this resolved the problem. Cause of the event is reported as unknown. Reportedly, "replacing the lens solved the problem of rotating lens. Result: excellent vision of the patient. Satisfied doctor."